Event description:
A patient reported the implantable neurostimulator (ins) died (B)(6) 2016, with loss of therapy. The indication for implant was non-malignant pain. Additional information received from the patient indicated that they had their ins replaced on (B)(6) 2016 to resolve their loss of therapy. The patient was upset with their manufacturing representative because they told them that their battery had 7% left, but then it died. The patient noted it took several months to get the battery replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that patient's previous ins was replaced on november 16th. Patient stated the hcp claimed his ins was good and 20 minutes later the ins shut off and was dead. Patient had the ins was for 4-4.5 years. Patient stated he went 3 months without battery to help. Patient reported he has had to turn up for 3 months. Patient reported if he turned a certain way the device would shock and would go through body. Patient stated only when turning a certain position in a chair and it would happen on right side. Patient stated it had been doing this for years.